Manufacturer narrative:
H.6. Investigation summary: five samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that one sample has yellowish discoloration in the flange of the barrel consistent with embedded foreign matter. All five samples have scale marking defects with one sample has scrapes on the barrel. The image shows a loose syringe with yellowish discoloration on the side and the flange of the barrel. Potential root cause for the missing print defects is associated with the printing and assembly processes and embedded foreign matter with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2287921. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 bd¿ slip-tip syringes had missing scale markings. The following information was provided by the initial reporter: "manufacturing area reported to find yellowish foreign material adhered to syringe k-05600-025a" via bd investigation team: "five samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that one sample has yellowish discoloration in the flange of the barrel consistent with embedded foreign matter. All five samples have scale marking defects with one sample has scrapes on the barrel."